Event description:
I had a tubal ligation on (B)(6) 2017. I chose to have this surgery because I no longer wanted children. I was encouraged by doctors that I shouldn¿t continue to take the pill. I didn¿t want an iud because I didn¿t want anything foreign in my body. I was told by my doctor, dr. (B)(6), that my tubes would be burned. Following the surgery, I have had severe abdominal pain every day. I have long bouts of depression. My moods change easily, I am exhausted regularly. I have lack of motivation, I was fit before the gym and I struggle to get the same results at the gym. I have tenderness all over my body. I have experienced hair loss and I lost my eyelashes. I¿m constantly feeling like I am bloated. I feel puffy and inflamed all over my body. My eyesight seems worse. I have lower back pain regularly. I feel like I am more emotional. My periods have gotten longer, lasting 7 or 8 days. They are much heavier. I typically have to go through a super plus tampon every hour and a half the first two days. I am very tired often. My libido is much less. I don¿t get wet during sex like I used to prior to the surgery. I finally got my operative report on (B)(6) 2019 and found out dr. (B)(6) did not burn my tubes but he put filshie clips in. I did not know clips were being put in. I did not consent to clips. I didn¿t want any foreign objects in my body. I believe these symptoms are from having my tubes tied via filshie clips. Please, please stop these clips from being used! Please stop the practice of non-consensual placement of these clips! Force doctors to give a full disclosure to women who are interested in tubal ligation. This was a crime against me and is a crime against any woman. The filshie clips are not safe. This has to stop!!!